Event description:
Additional information received indicates the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.